Event description:
New information states that the lead was explanted due to insulation damage. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a change out procedure, it was noted that the atrial lead exhibited noise resulting in automatic mode switch and some damage. The physician reprogrammed the sensitivity, the lead remained implanted. The patient's condition was fine prior during and post procedure.